Event description:
Device malfunction: carving. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted femoral arteriotomy closure using the starclose vascular closure system after a diagnotics peripheral procedure.the clip delivery tube reportedly stuck in the sheath and prematurely carved the sheath. The device was removed and hemostasis was achieved with manual compression. No additional information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The device was not returned and there was no lot information. We are not able to perform device inspection or device history record review in this case.